Event description:
It was reported that the atrial lead had prolapsed into the right ventricle and that there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2012. (B)(4). Lead not received by manufacturer.